Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seals to be broken, a cracked right plunger case, and damaged bottom case. The device's event history log found a ? Travel course" error. To conduct functional testing, multiple flow and occlusion tests were performed. Upon testing, it was revealed the reported problem couldn't be duplicated. Both clutch halves and lead screw were replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has a travel course error. No patient injury reported.